Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results of the investigation concluded mild fibrous thickening of cusp 3 and a thin layer of fibrin on cusp 3. There was no evidence of acute inflammation and gram stains were negative for organisms. No evidence was found to suggest the cause of the fibrin formation was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2015, an aortic valve replacement procedure was performed and this 25mm sjm trifecta valve was implanted due to aortic insufficiency (ai). The implant procedure went well and postoperatively there was mild central aortic insufficiency. Postoperatively, the patient required one run of dialysis. The patient was discharged home 6 days postoperatively, but required readmission for heart failure. The patient had severe ai and was managed medically. The patient was discharged and following discharge presented with a second bout of heart failure and was found to have transvalvular aortic regurgitation secondary to one leaflet not fully coapting. Reoperation was required. On (B)(6) 2015, the valve was explanted. The patient was reported to be recovering.